Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent broke. In 2005 the vessel was predilated with a 3.5 x 8 mm powersail balloon. The physician was intending to place a taxus express2 3.0 x 16 mm drug eluting stent to the target lesion. While trying to get the stent correctly positioned, the shaft broke. The device was removed and the procedure was completed with a vision 3.0 x 15 mm stent. There were no reported pt complications.